Manufacturer narrative:
Results, conclusion: haemorrhage. (B)(4).

Event description:
Two endeavor sprint drug-eluting stents were implanted in the lad due to a non-target vessel revascularization 24 months post index procedure. Approximately 58 months post index procedure the patient suffered a gi bleed. Patient was treated with medication. Investigator assessed that the reported event was not related to the study device.

Event description:
It was reported that the patient recovered with treatment following the previously reported gi bleed which occured approximately 58 months post index procedure.

Manufacturer narrative:
(B)(4). Evaluation results: (cva/stroke).

Event description:
The pt presented to the emergency room with chest pain and abdominal pain. The pt had a cardiac catheterization and was found to have an rca with large dominant vessel with focal, shelf like plaque, 70% to 80% proximal stenosis. The pt underwent a successful ptca to the rca. A 3.5 mm x 15 mm endeavor sprint rx coronary drug-eluting stent was implanted for treatment of a lesion in the proximal rca. The pt was also found to have a left circumflex lesion, however, it was tested with a wire and could not cross easily and medical management was recommended in regards to this. The pt was started on plavix. Approx 9 days post implant, pt was admitted to a telemetry bed. The pt subsequently underwent cardiac catheterization and was found to have a sub acute stent thrombosis of the rca. It is also reported that the pt experienced an mi. The pt subsequently under went a pci of the rca. There were two endeavor sprint rapid exchange (rx) stents implanted in the proximal rca. The pt recovered and was discharged from hospital 3 days later. Investigator reported a possible relationship between the event and the study stent/procedure. The pt's cardiac status at 30 day and 6 month follow up was stable angina. It was reported that the pt presented at emergency room with chest pain approx 10.5 months post index procedure. Nurse found the pt was unable to talk in the am of the next day and called a stroke alert. A cat scan was completed and neurologist noted chronic infractions. There were no acute findings and no hemorrhage noted. The type of stroke was unk. Thrombolytic therapy was performed and it was reported that the pt recovered with treatment. The investigator has indicated that the event was not related to the study device. Reference: MDR#: 2953200-2010-01436 and MDR# 2953200-2009-01146.